Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death. The cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and to prevent blood clot. At some time post filter deployment, it was alleged that the filter struts detached and retained in the body. The device has not been removed after an attempted but unsuccessful removal procedure. The patient was diagnosed with pulmonary embolism post implant and subsequently expired.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years and ten months later, an ultrasound duplex venous lower extremity left showed no evidence of deep vein thrombosis. After eight months, an ultrasound duplex venous lower extremity left showed negative for left lower extremity deep vein thrombosis. After two years and nine months, the patient was diagnosed with massive pulmonary embolism. Also, the patient underwent successful catheter directed thrombolytic therapy to the bilateral pulmonary emboli. On the same day, a computed tomography (CT) abdomen and pelvis without contrast showed that an inferior vena cava filter was in place. Also, a complete 2-d transthoracic echocardiogram showed that there was a thrombus in the right ventricle. Also, a computed tomography angiography (cta) chest with and without contrast showed moderate to large volume of pulmonary embolic disease. On the next day, an ultrasound duplex venous lower extremity bilateral showed deep vein thrombosis in the right popliteal and posterior tibial veins. There was also deep vein thrombosis noted in the left superficial femoral, popliteal, and posterior tibial veins. After two days, a computed tomography angiography (cta) chest with contrast showed that there was a moderate to large volume of bilateral pulmonary embolic disease. The death certificate was received, and the patient died because of massive pulmonary embolism and anoxic encephalopathy. Therefore, the investigation is inconclusive for the alleged filter limb detachment and retrieval difficulties. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 08/2010), h6 (patient, conclusion). H11: d6 (date of implant), h6 (device, method, result). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.